Manufacturer narrative:
On day 616, the patient died of respiratory failure, per the death certificate. No autopsy was performed. In the opinion of the physician, there is an unknown relationship to the target vessel. The start date of the event was 3 days prior to the death. It is unknown if the root cause of the respiratory failure was cardiac, or if it involved the study device based on the information available. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. Same case as MFR #6000093-2007-01790, 6000089-2007-01342. It was reported that post index procedure, the patient died. The index procedure treated 3 target lesions. Target lesion 1 was a de novo, mildly calcified, mildly tortuous lesion in the mid left anterior descending artery (lad). The lesion was 2.5 mm wide, 10 mm long, and 95% stenosed. The physician predilated the lesion prior to placing a 2.5 x 24 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo, mildly calcified, mildly tortuous lesion in the distal lad. The lesion was 2.5 mm wide, 2.5 mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 2.5 x 16 mm taxus express2 stent. This stent overlapped with the mid lad stent. Post dilatation stenosis was 0%. Target lesion 3 was a de novo, moderately calcified, moderately tortuous lesion in the proximal circumflex (cx). The lesion was 3.0 mm wide, 16 mm long, and 95% stenosed. The physician direct stented the lesion with a 3.0 x 20 mm taxus express2 stent. Post dilatation stenosis was 0%. The patient received plavix and a gpiib/iiia inhibitor during the procedure. The patient was discharged 2 days later on aspirin and plavix.